Event description:
It was reported the pt was not using his scs stimulation and stopped charging the ipg approx six months ago. The pt's ipg has been depleted for some time. A sjm rep met with the pt and confirmed the pt's ipg is inoperable. Additional info received identified the pt had his scs ipg explanted and replaced on (B)(6) 2014. Effective stimulation therapy was reportedly restored postoperative.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.